Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose was 124 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.